Event description:
The user received erroneous results for calcium, glucose hk generation 3 and vancomycin. Of the data provided for 10 patient samples, only the vancomycin results for one patient sample were discrepant. The original result was 1.3 ug/ml with a data flag and the repeat result was 13.1 ug/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The vancomycin reagent lot number was 63990201 with an expiration date of 12/31/2011. The field service representative determined the rinse head nozzle(s) were hanging up and not cleaning the cells correctly. He also noted the gear pump pressure was slightly low or misadjusted. He adjusted the rinse nozzles and gear pump. To verify the analyzer operation, he ran precision testing which was successful and met guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.